Event description:
It was reported that the pump battery could not be charged past 40%. There was no reported impact to the customer's blood glucose level. The pump began charging after remaining plugged into the power source.